Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to receiving an error on the non-tandem continuous glucose monitoring system, the basal software was unable to suspend insulin delivery. Customer's blood glucose (bg) lowered to 52 mg/dl. Additionally, the customer was exercising. Customer did not state how bg was treated. Recommendation was made to consult with healthcare provider regarding diabetes management.